Manufacturer narrative:
Device unique identifier (UDI) ¿ (B)(4). Approximate age of device ¿ 1 year, 8 months. The removed lvad was returned for analysis. The complaint was confirmed through the identification of a small deposition during the evaluation. The pump was returned assembled with the driveline cut approximately 6¿ from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump's inlet port. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Analysis of the sealed inflow conduit, the sealed outflow graft, and the outflow elbow revealed no evidence of developed depositions or thrombus formations. Examination of the rotor upon disassembly of the pump revealed a thin, non-adhered deposition surrounding the bearing ball. The deposition¿s loose texture and lack of lamination suggested that it developed acutely while the lvad was supporting the patient. However, a root cause for the development of the observed deposition could not conclusively be determined. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016 the patient underwent a heartmate ii pump explant due to suspect pump thrombus. Additional information has been requested, but has not been provided.